Manufacturer narrative:
Site's radiologic technologist called to report a complaint that while they were taking a post-operation confirmation spin they got an all-white image on the mobile view station (mvs). Their 1st spin was normal but 2nd and 3rd spins were white. The length of extended surgical time was less than 1 hour and there was no impact on patient outcome. Onsite investigation suspected that the issue was caused by the paxscan processor. Replacement of the paxscan processor resolved the issue. No other issues were reported. Upon analysis of returned part by medtronic, issue could not be replicated as the returned processor functioned as designed with no faults found. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site's radiologic technologist called to report a complaint that while they were taking a post-operation confirmation spin they got an all-white image on the mobile view station (mvs). Their 1st spin was normal but 2nd and 3rd spins were white. The length of extended surgical time was less than 1 hour and there was no impact on patient outcome.